Event description:
It is reported that all four polyethylene plugs had detached from the tibial component. The defect was noticed prior to implantation.

Manufacturer narrative:
This report will be amended when our investigation is complete.